Event description:
The manufacturer received information alleging eye irritation, nose irritation, skin irritation, inflammatory response, lung disease and reduced cardio-pulmonary reserve. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.